Manufacturer narrative:
Method: the product was not returned for an eval and investigation. The lot number was not provided; therefore the device history records could not be reviewed. Results: the info contained is from legal documents serviced on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit received by I-flow, llc, no customer contact can be made at this time due to the pending litigation. As of (B)(4) 2006, I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." On (B)(4) 2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today.". (1303722, rev. E). Info from this incident will be included in our product complaint and MDR trend reporting system.

Event description:
Procedure: left shoulder surgery. Cathplace: shoulder joint. Patient alleges chondrolysis in the left shoulder following placement of a pain pump after surgery on (B)(6) 2006.